Manufacturer narrative:
As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Just after the pocket was closed, impedance greater than 2500 ohms was noted and the rv setscrew was found to be loose. The pocket was re-opened and the set screw was successfully tightened. This device remains actively implanted and no adverse patient side effects have been reported.

Manufacturer narrative:
(B)(4).